Event description:
Reportable based on device analysis completed on 29-mar-2022. The target lesion was located in the severely calcified middle of left anterior descending artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damaged in mid-section with stent struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.